Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample was not returned, the related inspections could not be performed, and the specific condition of the defective sample could not be identified. So, the root cause of the reported complaint defect cannot be determined. The factory will continue to monitor this type of defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On january 10 at 9:00 am, during an intravenous infusion required for the patient's condition, it was discovered that the needle shaft had broken off from the hub, causing leakage of blood and medication. The needle was immediately removed and reinserted.